Manufacturer narrative:
The reported events were helix mechanism issue, insulation damage and lead becoming entangled within the catheter. The reported event of helix mechanism issue was confirmed. The reported events of insulation damage and lead entangled within the catheter were not confirmed. As received, a complete lead with helix locking tool attached and a stylet inserted was returned in one piece. The catheter that was used in the field was not returned with the lead. Visual and x-ray examination found no anomalies or distortion to the lead body or helix assembly that would have contributed to the insulation damage and helix issues reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was tested with an introducer and was able to be inserted and removed with no anomalies noted. The helix was returned retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during the initial implant procedure, the right ventricular (rv) lead became caught within the catheter resulting in twisting of the insulation and abnormal helix rotation. The rotation of the helix of the rv lead was tested prior to introduction into the body of the patient and no anomaly was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.